Manufacturer narrative:
The pump user guide states: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the issue. Additionally, it was reported that the customer had entered the incorrect basal rate onto the pump setting's resulting in incorrect insulin deliveries. Tandem technical support assisted the customer in adjusting the pump settings. Customer's blood glucose level was 245 mg/dl.